Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the identified failures was traced to component failure indicating expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: due to dirt on objective lens the screen turns white with no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image and the screen turns white with no image. There was no patient involvement.